Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use of the subject device, the subject device could not turn on. The field service engineer reported that the spare examination lamp was needed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause was not identified because the subject device was not returned. Because more than 7 years had passed from the subject device had been manufactured, that it is presumed that it was caused by degradation of lamps and lamp control parts due to long-term use or accidental failure of the lamp. If additional information becomes available, this report will be supplemented.